Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they were experiencing a loss of stimulation/therapy following a fall. It was noted that the stimulation wasn't going as high on their body anymore since sometime in 2014, but it wasn't critical at the time as it still covered areas in their legs. The patient stated that their hip had been ¿acting up again¿ for the last couple of months and that it might have been due to their increased activity. It was reported that they were experiencing increased pain in their hip. The patient wanted to contact a manufacturer representative so they were redirected to their healthcare provider (hcp). Additional information was received from a manufacturer representative on (B)(6) 2016. It was reported that electrodes 0-7 showed high impedances. The patient also described uncomfortable stimulation in the central groin/crotch region. The patient stated that they had fallen within six weeks post-op and were concerned that their leads may have moved. It was noted that the spinal cord stimulation (scs) system was helping with the patient¿s right leg, but they wanted to get stimulation in the ¿inside hip area.¿ the patient reported that they lost coverage in the sacroiliac/hip area early on within the first six weeks post-op and that they may be able to turn stimulation high enough to reach the hip area if it wasn't for the uncomfortable stimulation in the groin area. On (B)(6) 2016 impedances were checked again and electrodes 0-7 were found to be greater than 10,000 ohms. The device was reprogrammed and two new groups were added, both of which only used electrodes on the 8-15 lead. An implant x-ray was also consulted to help determine possible lead level. It was noted that the patient did continue to get some groin/crotch stimulation with the new programs; however, they were found to have more tolerable/comfortable stimulation or light stimulation in the unwanted area. The patient was to try high density program d for a couple of weeks and follow up with the manufacturer representative. Low density program c was another programming option that could be used in the future. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Event description:
Additional information received from the manufacturer representative (rep) reported that no action had been taken to resolve the high impedance and possible lead migration to their knowledge. It was stated that an order had been written for imaging to check lead placement, but the patient hadn't had the imaging done yet to their knowledge. It was noted that the cause was unknown. The patient reported having a fall within the first six weeks of surgery. It was unknown whether the fall attributed to the high impedances. It was stated the device was reprogrammed to avoid the use of the electrodes that were out of range. The impedances had not been resolved to their knowledge. The patient would contact the rep if the new programming wasn't beneficial.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell a couple weeks after they were implanted (implant date: (B)(6) 2014), and the next day they had a loss in stimulation in some areas ((B)(6) 2014). It was reported that before the patient fell, they felt stimulation on their back. Then after they fell, they twisted their spine and felt a loss in stimulation, but then gained coverage on their lower limbs. They didn¿t really complain about this before, because they needed the stimulation in their lower limbs for their reflex sympathetic dystrophy syndrome. On (B)(6) 2017, the patient met with the manufacturing representative for reprogramming so they could adjust stimulation so it would go to their groin area and remove it from going to other uncomfortable areas. It was reported that electrode impedances were also tested at 3v and at the 0-7 contacts there were impedances of greater than 40,000 ohms and the patient wasn¿t feeling stimulation. Contacts 8-15 were also tested and found to have impedances in the upper 20,000 ohms and it was reported that the patient felt stimulation with the guard cathode at 2.3v. It was recommended that the patient follow-up with their healthcare provider about possibly getting an x-ray done.

Manufacturer narrative:
H2: addition of a051205 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Patient inquired about how to coordinate with a manufacturer representative and their original hcp. Patient stated that apparently a lead was broken or something.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.